Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the product pouch was not intact. A 10x40x75 epic¿ vascular stent was selected for use to treat the lesion. However, while unpacking the device, a tear was noted on the product pouch when the box was opened. The procedure was completed with another of the same device. No patient complications were reported.